Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient receiving intrathecal gablofen (concentration 2000mcg/ml; dose 650.8mcg/day; lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity. On (B)(6) 2016 it was reported that the patient's pump was alarming. Per the patient, a single tone pump alarm began on (B)(6) 2016. The pump was filled on (B)(6) 2016 and was not due to be refilled until (B)(6) 2016. The patient experienced return of spasticity. The hcp stated that the patient was not getting medication and was spastic. The patient was working out of (B)(6) and could not be checked at his managing hcp office. The hcp wanted to speak with a local company representative in the (B)(6) area to check the pump. On (B)(6) 2016 additional information was received from a healthcare provider (hcp). The patient experienced pain in the lower back and spine at the incision area and had intrathecal baclofen (itb ) withdrawal symptoms. The patient followed up with the physician on (B)(6) 2016. Per the physician's report it was "unclear whether tubing was called outward from spine or away from the pump and required further evaluation." The patient was sent for an x-ray of the lumbar spine to determine if the "tubing was intact". The hcp did not have access to the x-ray to review it. On (B)(6) 2016 the pump was replaced due to an issue with the pump (malfunctioning pump) but had no details. The catheter was fine at that time. Per the post-op report the catheter was functioning correctly (B)(6) 2016. During the time of the pump replacement the itb dose was decreased significantly without the knowledge of the follow up physician or the patient. The session report was not available. The patient followed up with the physician (B)(6) 2016, 20 days post op of the pump replacement and the patient was doing fine. The date of the event was (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.